Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an allergy from the device. There was no alleged malfunction on the device. Device replacement is anticipated, however, no intervention has been performed at this time. The patient was in stable condition.